Manufacturer narrative:
This report is for an unknown cortex screw / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on august 27, 2019, a patient underwent hardware removal of olecranon due to infection and inflammation. One (1) variable angle locking compression plate (va-lcp) titanium fusion plate 3 holes, one (1) locking compression plate 10 holes, one (1) variable angle locking compression plate (va-lcp) olecranon plate 6 holes, two (2) cortical screws, one (1) locking screw, eight (8) variable angle locking screws, three (3) 2.7 cortex screws and two (2) cortex screws were removed. All hardware was intact. The original implant date was on (B)(6) 2018, with open reduction and internal fixation (orif) for a gunshot wound. There was no surgical delay. The procedure was successfully completed. Patient outcome was complete and stable. (B)(4). This report is for an unknown cortex screw.